Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels have been "spiking" sometimes and the customer was not sure why. Reportedly, the customer usually eats a snack then boluses later. On (B)(6) 2016, the customer stated that their bg level was 85 mg/dl, they ate an ice cream bar, bg level increased to 240 mg/dl, and then administered a bolus. Reportedly, the customer declined troubleshooting with tandem's technical support.